Event description:
It was reported that, following patient sedation during the implant procedure of this artificial urinary sphincter, it was found that the balloon packaging contained a pump. The procedure was canceled and will be rescheduled. There were no patient complications reported. This is being reported for a canceled procedure with the patient under sedation.